Event description:
Iol implant of the right eye on 5/8/97. During the procedure, there was a question about pseudo exfoliation so a three-piece foldable lens was inserted instead of a plate haptic. The superior haptic became crimped during insertion and it was cut with scissors near its attachment to the optic. The lens appeared stable. Within 6 days, sublaxation was diagnosed based on pt complaint of sunset syndrome with diplopia in right eye. The pt returned to surgery 5/14/97 for removal of the implant and insertion of a new one in its place.